Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this electrode experienced an inappropriate shock while having intercourse. Technical services (ts) reviewed the episode and observed baseline noise, which was being oversensed and diminished r wave amplitude that had been present since implant. The field representative ran auto setup in which all vectors failed except secondary. Noise was reproducible in secondary however, not being oversensed. Vector optimization had been programmed once since implant. The patient had 2 previous untreated episodes with similar morphologies. Ts discussed options including dynamic arm movements and a chest x ray. Ultimately, the patient was hospitalized. The emergency room physician suggested the patient follow up with the implanting physician as the patient had not been observed since implant. Currently, the electrode remains in service. No adverse patient effects were reported.